Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2012-01883, # 3005099803-2012-01884, and # 3005099803-2012-01885 address these devices. It was reported to boston scientific corporation that three resolution hemostasis clipping devices were used on (B)(6), 2012 during a colonoscopy. According to the complainant, during the procedure the first clip attached to target tissue, but would not release from the delivery catheter. The clip had to be pulled from the tissue, causing the patient to bleed. A second resolution hemostasis clipping device attached to target tissue, but would not release from the delivery catheter. This clip also had to be pulled from the tissue, causing the patient to bleed. A third resolution hemostasis clipping device was used and attached to the target site, but again would not release from the delivery catheter. This clip had to be pulled from the tissue as well, causing the patient to bleed. The patient was then sent to the operating room to treat the bleeding caused by the clips. The patient was reported as fine post procedure.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2012-01883, # 3005099803-2012-01884, and # 3005099803-2012-01885 address these devices. It was reported to boston scientific corporation that three resolution hemostasis clipping devices were used on (B)(6), 2012 during a colonoscopy. According to the complainant, during the procedure the first clip attached to target tissue, but would not release from the delivery catheter. The clip had to be pulled from the tissue, causing the patient to bleed. A second resolution hemostasis clipping device attached to target tissue, but would not release from the delivery catheter. This clip also had to be pulled from the tissue, causing the patient to bleed. A third resolution hemostasis clipping device was used and attached to the target site, but again would not release from the delivery catheter. This clip had to be pulled from the tissue as well, causing the patient to bleed. The patient was then sent to the operating room to treat the bleeding caused by the clips. The patient was reported as fine post procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiration date. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found the clip assembly fully deployed and not returned. The control wire was separated per design. Additionally, a kink was present in the control wire and the over sheath and sheath grip were not returned. The complaint of failure to release was not able to be confirmed since the device was received with the clip assembly fully deployed. However, the event may have occurred due to anatomical/procedural factors which limited the device performance as evidenced by the kink in the control wire. Therefore, the most probable root cause is operational context. A labeling review was performed and no anomaly was found.